Event description:
On (B)(6) 2005, the patient was implanted with a gore® tag® thoracic endoprosthesis (tg3420/ 03652958) to treat a thoracic aortic aneurysm. It was reported a computed tomography (CT) dated (B)(6) 2014, revealed a proximal type I endoleak. That same day the patient was implanted with a conformable gore® tag® thoracic endoprosthesis (tgu454515/ 12001735) to treat the endoleak. The endoleak was resolved and the patient tolerated the reintervention.

Manufacturer narrative:
Patient¿s medications: colace, norco, clonidine, metoprolol, simvastatin, verapamil the review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak.

Manufacturer narrative:
Upon further investigation the tgu454515/12001735 device will be added to this event. Although it was reported the tgu454515 was not responsible for the subclavian steal syndrome, a bypass procedure was required to treat the delayed thrombosis of the left subclavian artery. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2014, the patient was diagnosed with subclavian steal syndrome (sss). It was reported the conformable gore tag device is not responsible for the sss, and there were no reported neurological deficits after the device was implanted. On an unknown date, the left subclavian artery (lsa) was revascularized through a left common carotid artery to lsa bypass. The patient is in stable condition.

Manufacturer narrative:
Correction - the conformable gore® tag® thoracic endoprosthesis instructions for use state that potential device or procedure related adverse events include endoleak and reoperation.